Event description:
It was reported that there has been a leakage at the junction venous and arterial way.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. Chr showed two other similar product complaint(s) from this lot number (B)(4), (B)(4).